Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. 10 inappropriate shocks and three bursts of anti-tachycardia pacing (atp) were delivered for an atrial driven rhythm. Therapy was exhausted. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This ICD remains in service.